Event description:
Treatment of an aneurysm. It was reported the coil prematurely detached inside the catheter during the procedure. The entire system (catheter + coil) was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was lost after it was removed from the patient. The pusher assembly was found to be broken at approximately 8.5cm from the proximal end and the release wire was also broken. The evaluation could not determine the cause of the event as the implant coil was not returned; however, it is possible that the implant coil detached subsequent to the movement of the implant coil against the reported resistance. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).